Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set from the cycler following treatment, the cycler was observed to be wet inside the cassette compartment. The origin of the leak could not be identified. Patient had no ill effects. Sample is available.